Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that during a cataract extraction and intraocular lens (iol) implant procedure, a broken haptic was noticed when the iol was implanted. A vitrectomy was required and an extraction of the fragment. In the postoperative period, the iol was observed in position and there was no patient harm. Additional information was provided indicating that the iol is in the correct position and that the current status of the patient is good. Additional details were provided indicating that the after extracting the haptic fragment, acetylcholine placement was performed, miosis was noticed, but the cornea became white in appearance. The surgeon performed an exhaustive washing with balanced salt solution and returns to normal aspect. The patient is in good general status.